Event description:
It was reported by the customer, the air/water channel on the distal end of the evis exera ii gastrointestinal videoscope was blocked. No patient harm reported. During the evaluation of the device, it was noted the auxiliary water channel was clogged with foreign material due to incorrect or insufficient reprocessing. No patient involvement reported. This report is to capture the reportable malfunctions of the clogged auxiliary water channel with foreign material due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Additional issues were found. The bending section cover glue was chipped and cracked. The grip unit, f-knob, right/left/up/down knob, switch box, universal cord, and suction tube were scratched. The coloring on the air/water cylinder and s-cylinder were peeling off. The universal cord was also wrinkled, and the coating was damaged. The angulations were less than standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: device manufacture date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The causes of the suggested event were presumed to be the following: the user fed liquid other than sterile water into auxiliary water channel, which caused clogging of the channel. Due to insufficient rinse after manual cleaning, detergent solution remained in the channel and clogged. According to the investigative results, green foreign material exited from auxiliary water channel. According to the investigative results, it was presumed that a.), b.) And c.) Below were causes of the suggested event. Staff at user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the IFU (instructions for use). Due to a.), precleaning was not conducted immediately after procedure, which caused foreign material difficult to remove. Due to a.), reprocessing or water feeding was not operated properly at precleaning and/or manual cleaning, which caused foreign material difficult to remove. Users can detect the suggested event properly by performing an inspection of the endoscopic system/inspection of the auxiliary water feeding function, per the IFU (operation manual). Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU (operation manual): warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Flush the auxiliary water channel. Clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using a clean, lint-free cloth, brush or sponge. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the auxiliary water channel with detergent solution. Remove detergent solution from all channels. Olympus will continue to monitor field performance for this device.